Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the customer took the stent out , it was found to be broken and the customer changed a new one. Per follow-up information received via ibc on (B)(6) 2021, patient stated that they noticed stent was broken upon opening the package and it was unknown how the damage occurred. No information if damage on outer box. It was not used on the patient and there was no impact to the patient.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for the reported event could be "inappropriate package design". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." The device was not returned.

Event description:
It was reported that when the customer took the stent out , it was found to be broken and the customer changed a new one. Per follow-up information received via ibc on 18nov2021, patient stated that they noticed stent was broken upon opening the package and it was unknown how the damage occurred. No information if damage on outer box. It was not used on the patient and there was no impact to the patient.

Event description:
It was reported that when the customer took the stent out , it was found to be broken and the customer changed a new one. Per follow-up information received via ibc on 18nov2021, patient stated that they noticed stent was broken upon opening the package and it was unknown how the damage occurred. No information if damage on outer box. It was not used on the patient and there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.